Event description:
It was reported that the patient presented to the clinic for a routine follow up. Patient reported with symptoms of fatigue. The nurse noted multiple pacemaker-mediated tachycardia (pmt) episodes and also watched one in real time. Post-ventricular atrial refractory period (pvarp) changes were made and this resolved the pmt episodes. The patient reported no further symptoms following the change.